Event description:
Reporter indicated that the pt was to undergo end of life generator replacement surgery. Prior to surgery, diagnostic testing resulted in high impedance (dc dc code 7, and limit) and the elective replacement indicator was no, indicating that the device had not reached end of life but a possible device malfunction. A subsequent diagnostic test had similar results. An x-ray was then taken and reviewed but not no discontinuity in the ncp system was noted. The surgeon continued with the surgery and opened the generator pocket, pulled the lead connector pins out from the generator, and then re-connected the lead into the generator. Two subsequent diagnostic tests were performed and both resulted in high impedance. The surgeon then decided to replace the entire ncp system. During the dissection of the lead via the neck incision, a lead break was confirmed in the area of the strain relief bend near the electrodes. Once the lead and generator were replaced, diagnostic results on the new system resulted in ok impedance, which indicates proper device function. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.